Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with a product mandrel and balloon protector. There was contrast and blood in the inflation lumen and balloon. The product mandrel was in the wire lumen and the balloon protector was over the balloon. The distal end of the balloon protector was stuck on the distal end of the mandrel. The distal tip was stretched onto the product mandrel. The hypotube shaft was completely separated 23cm from the hub. The fracture faces were oval as if kinked prior to separation. The balloon was not able to be properly inspected as the balloon protector was unable to be removed from the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with myocardial infarction. Vascular access was obtained via right femoral artery. The 90% stenosed, 3.00 mm x 20 mm, de novo, concentric, with a >45 and <90 degree bend target lesion was located in the moderately calcified and moderately tortuous ostial mid left anterior descending (lad) artery. A 8mm x 3.00mm nc quantum apex&#10263;as advanced for pre-dilatation, however, resistance was noted. The physician then performed dilation and the balloon ruptured due to the calcification of the lesion. The device was removed from the patient and the procedure was completed with a 2.0x9mm maverick balloon catheter, resulting in 70% residual stenosis. No patient complications were reported. Patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The patient presented with myocardial infarction. Vascular access was obtained via right femoral artery. The 90% stenosed, 3.00 mm x 20 mm, de novo, concentric, with a >45 and <90 degree bend target lesion was located in the moderately calcified and moderately tortuous ostial mid left anterior descending (lad) artery. A 8mm x 3.00mm nc quantum apex¿ was advanced for pre-dilatation, however, resistance was noted. The physician then performed dilation and the balloon ruptured due to the calcification of the lesion. The device was removed from the patient and the procedure was completed with a 2.0x9mm maverick balloon catheter, resulting in 70% residual stenosis. No patient complications were reported. Patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).